Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was unknown. Customer consumed carbohydrates to address their bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.